Event description:
The pt felt a 'zap' when she turned on the device with the pt programmer. The zap did not hurt and it only happened once. The pt was unable to adjust stimulation. Additional info has been requested. A f/u report will be submitted if additional info becomes available.